Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had a leak test failure. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: gap of adhesive on the distal end had a stain entered inside the lens through the gap. There is a gap between acoustic lens and ultrasound probe and there was a missing piece, chip, or parts fell off the probe unit and the acoustic lens is peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: gap of adhesive on the distal end had a stain entered inside the lens through the gap. There is a gap between acoustic lens and ultrasound probe and there was a missing piece, chip, or parts fell off the probe unit and the acoustic lens is peeled. Other issues found were: the suction cylinder has corrosion, the air water cylinder has corrosion, the switch flexible printed circuit unit cover has corrosion due to water leakage, the control unit has corrosion due to water leakage, the suction cover has corrosion due to water leakage, the universal cord holder has corrosion due to water leakage, due to corrosion on the electrical connector a noise image occurs, the charged coupled device flexible printed circuit has corrosion due to water leakage, the flexible printed circuit has corrosion due to water leakage, the electrical connector has corrosion due to water leakage, the suction connector has corrosion due to water leakage, the shield plate has corrosion due to water leakage, the light guide cover glass has corrosion due to water leakage, due to damage on the acoustic lens water tightness is lost, due to a pinhole on the channel tube water tightness is lost, due to a crack on distal end, insulation resistance value at distal end does not meet the standard value. Due to damage on acoustic lens, insulation resistance value does not meet the standard value, the distal end has a stain, the adhesive on the distal end rubber is detached, due to deformation of connector tube the connection between bending section and connecting tube is detached, due to wear of angle wire bending angle in up direction does not meet the standard value, due to damage on condenser unit the insulation resistance between two connectors does not reach the standard, the ultrasonic connector has corrosion due to water leakage and the universal cord has buckling. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer stated there was no harm or infection on the patient/operator, the problem was encountered at the end of the procedure while performing the leak test, and reprocessing was not completed as the instrument failed the leak test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable events occurred due to wear and tear damage with customer mishandling and with increasing use/time, as well as physical stress by dropping and/or knocking the affected part to a hard surface/object and due to applying a chemical stress during the cleaning/sanitization process. The event can be prevented by following the instructions for use (IFU) which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.